Event description:
It was reported that the patient had a st. Jude's pain stimulator that was implanted on the right side. It was noted that the patient could not sleep comfortably on the right side, where the device was placed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)